Manufacturer narrative:
(B)(4). Two sterile devices were returned and in good visual condition. The breakaway washers were present and uncut and the devices were fully loaded with staples, indicating that the devices had not been fired. The devices were tested for functionality with the returned washers and they fired and formed all the staples as well as completely cut the test media and the breakaway washers without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that after an unknown procedure, after one or two day's leakage occurred. The patient had to be re-operated on. No further information is available after several attempts to obtain additional information.